Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire play, the nozzle gluing missing, the objective gluing missing, the lg cable connector leak, the remote control buttons cut, the insertion flexible tube (ift) loosened, the eog valve loosened, the r/l lock knob improper adjustment, and the bending rubber bubbling; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.